Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage. When unit is properly positioned and put under pressure unit would not have slipped. Preventative maintenance and cleaning required at this time. The device history record showed no abnormalities related to reported incident nor were there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. The reported complaint was not confirmed. Root cause was unknown. The most probable root causes outlined in risk management file: worn/degraded device (wear and tear), incorrectly assembled device, device out of specification / calibration, improperly tested/inspected device , improper technique used during procedure, inadequately maintained device used for procedure, off-label use of device during procedure (user error), device used with incorrect/unauthorized devices/accessories for procedure, improper maintenance.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported that the a1059 mayfield modified skull clamp was slipping. There was no patient involved. Additional information was received on 25jul2019 stating that the device was used on (B)(6) 2019 for a posterior cervical fusion. The device was placed on the patient's head and the surgeon felt it slipped before they flipped the patient. They removed the device and used another one available. There was a 10 minute delay in surgery to replace the device but it did not cause any adverse consequences due to the delay.